Manufacturer narrative:
The hill-rom tech found the right brake caster and all four supports inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2012 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced right brake caster and all four supports to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating that the brake was not holding. The bed was located at the account in maintenance. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).